Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the first and second attempts exhibited unacceptable sensing and thresholds. After the third attempt, malaise was observed as well as a drop in blood pressure. Pericardial effusion and cardiac tamponade were confirmed and the patient was treated pharmacologically and with pericardiocentesis. The device remains in use and the patient fully recovered.